Event description:
Patient was undergoing an open heart CABG procedure using cardiopulmonary bypass. While the patient was connected to me bypass machine, one tubing connection became dislodged from the machine causing blood loss. The first tubing was quickly reconnected and reinforced by the perfusionist. Approximately 15 minutes later a second connection became dislodged from the machine causing more blood loss. The second tubing was quickly reconnected. The patient was given blood products to treat the pt's blood loss. The device at issue is called an oxygenator, it is contained in the pack called smart perfusion pack.